Event description:
Affiliate reported that after the surgery, it was found that the ventricles of the patient's brain became too large. The doctor confirmed no blockage with the catheter and the valve. The decision was made to revise the device. During the surgery, a lumbar vertebla fracture was noted.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.